Event description:
The pt underwent an arthroscopic shoulder procedure in 2005. Post operation during the removal of the catheter by the pt's spouse the catheter stretched and then broke. The length of the remaining segment in the pt was unk. A procedure was scheduled for 5/2005 to retrieve the remaining segment. A follow-up by I-flow was made on the 5th day with the doctor. The catheter segment had been removed and the pt is doing well.